Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient and patient representative (rep) receiving intrathecal medication via an implantable pump for non-malignant pain. The patient rep reported sometimes the device gets 'hang up' and takes a while to connect and they wanted instructions to get the device to sync quicker. Patient suddenly took over the call and mentioned that the device takes 20 mins to get 'hooked up' and starting to slow down again. Agent walked them through clearing the data. Patient confirmed that they were able to connect without lag. Troubleshooting steps taken on the call resolved the issue. Patient asked if patient services can send them instructions on how to clear the data through email. Agent sent an email to patient. Patient rep said the issue started 'last couple days'.